Manufacturer narrative:
Section h6: medical device problem code should have been "high impedance" instead of " capturing problem".

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that increasing pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section b5 should have included "r wave amplitude variation was observed" which was coded in the initial report as "device sensing problem".

Event description:
R wave amplitude variation was also observed on the right ventricular (rv) lead prior to the procedure.